Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the air oscillator device coupling sleeve came off and the bearings and seals were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during cleaning, it was observed that the air oscillator device was not working. During in-house engineering evaluation, it was determined that the triggers on the air oscillator device coupling sleeve came off and the bearings and seals were worn. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.